Event description:
Reportedly, an inappropriate shock occurred during patient shower and several episodes with charging capacitors were recorded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files dated (B)(6) 2024 led to the following observations: - since (B)(6) 2023, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. Since (B)(6) 2023, rv lead impedance and rv coil continuity measurements were stable and within normal range. The last shock impedance was in correct range - all the vf episodes recorded in the device memory showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, leading to the delivery of an inappropriate shock therapy. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. See the episode below: - note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. Recommendations : avoid exposure to interferences the sources of interferences should be identified and, as far as possible, avoided in the future, because they are associated with potential risks of defibrillator malfunction, including the delivery of inappropriate therapies. Also, erratic deliveries of vt or vf therapies and/or incomplete capacitors charge that may result from noise oversensing are susceptible to reduce device longevity. Upon each follow-up visit, the recurrence of such oversensing phenomenon should be closely monitored.